Manufacturer narrative:
(B)(4). This report was not confirmed. A batch review was not performed due to unknown lot information. Based on the information obtained from baxter's investigation, the root cause of the report was use error. The labeling review found the patient at home guide to be adequate for a use/user error identified in this incident. Baxter has conducted a trend review and found that similar report has been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
While troubleshooting with global technical services (gts), the patient stated the solution bags were empty and that she moved the final bag to a supply line. Gts assisted the patient in ending therapy due to the bag being placed on another line while the patient was connected. The patient elected to complete therapy with manual supplies and notify their dialysis nurse. Product surveillance contacted the patient who explained that she notified her dialysis nurse and that the nurse had retrained her. No injury or medical intervention was reported.